Manufacturer narrative:
(B)(4).

Event description:
It was reported that the parent of the patient had heard from another parent about a broken wire and insulation. It was noted that surgery was done to resolve the person¿s issue.